Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of 5fu. After an unspecified length of time in use, it was reported that solution leaked around the filter of the tubing set. The spill was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.